Event description:
It was reported that high, out of range, high voltage lead impedance was observed. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.